Event description:
Medtronic received infonnation that during the implant of this transcatheter bioprosthetic valve, the first valve dislodged and was retrieved from the patient. The second valve was loaded, however, during this time transesophageal echocardiogram (tee) confinned a perforation of the left ventricle, caused by the amplatz stiff wire (bsc), which resulted in tamponade. The second valve was placed during this period of low pressure. Percutaneous and sub-xyphoid drainage were performed but circulation could not to be stabilized and the patient died. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).